Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown part number/lot number. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that they had an issue with an angio-seal evolution device. Additional information was received 27novermber2019: the doctor placed the device as usual. The device was clicked into position. When it was pulled back, nearly the whole thing came out. The collagen was out, footplate was stuck and there no cinching at all. The footplate was manipulated by cutting a suture in the dermatotomy.